Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
(From related complaint file): as reported by the insight study, the patient had a twenty-two (22) mm. Abdominal aortic aneurysm (aaa) bifurcate and two limbs implanted during the study index procedure. A final angiogram was performed at the end of the procedure and a type 1 (one) endoleak was confirmed. The severity of the event was reported to be mild. The relationship of the event to the index procedure was highly probable and to the incraft device possible. No action or medication therapy was taken. The outcome reported is ongoing not resolving. Bilateral access was by percutaneous technique. There were no reported access site complications. Total procedure time was sixty-two (62) minutes. Anesthesia type was local. Eighty (80) milliliters of contrast were used. Estimated blood loss was one hundred (100) milliliters. No transfusion was necessary. No additional procedures were performed either prior to or after introduction of the bifurcate. Images were saved. Deployment of the stent graft was successful and at the intended location. Additional information received indicated that the endoleak is a type 1a (one a). The event is ongoing/not resolving. Observation continues. No intervention has been performed. The patient was discharged five days after the index procedure. Additionally, it was noted that there was an unintentional closure of an accessory renal artery during the study index procedure. The event was not a serious adverse event, and mild in severity. The event had a probable relationship to the device and a highly probable relationship to the procedure. No intervention was performed/no action taken. The outcome was ongoing but resolving. Addendum: the patient was found to have a type ii endoleak at the one month follow-up. No secondary aaa intervention was performed. As reported by the insight study, an adverse event (ae#3) was reported for this patient that the day before the index procedure the patient was noted to suffer from hypothyroidism. The severity of the event was mild and was not a serious adverse event (sae). The event was reported to be unrelated to the study procedure/device. The outcome is ongoing/not resolving. An additional adverse event (ae#4) was reported to have occurred six months and two days after the index procedure of pain in the back and legs. The event was mild in severity and was unrelated to the study procedure and was unlikely to be related to the study device. No action was taken and the event was reported to be resolved twelve days after onset. Additional information was received and there was high grade stenosis of the left anterior descending (lad) lad-d1-bifurcation of the native vessel approximately two years and six months after the procedure. Coronary stent implantation was performed and the patient was discharged from the hospital the next day. The event is unrelated to the procedure and the device. Additional information was received and one (1) year and eight (8) months after the procedure the patient was hospitalized for chest pain. No action was taken and the issue was resolved the next day and there was no reason found. The event is unrelated to the procedure and the device. Additional information was received approximately 1 month and 4 days after the index procedure, it was reported that the patient had aneurysmal enlargement that was moderate in severity. The event was determined to be highly probable to the index procedure and unlikely related to the device. No medication therapy was taken. The aneurysmal enlargement was treated with a coiling ami and the event was resolved on three years and nine months later.

Manufacturer narrative:
As reported by the insight study, the patient had a twenty-two (22) mm. Abdominal aortic aneurysm (aaa) bifurcate and two limbs implanted during the study index procedure. A final angiogram was performed at the end of the procedure and a type 1 (one) endoleak was confirmed. The severity of the event was reported to be mild. The relationship of the event to the index procedure was highly probable and to the incraft device possible. No action or medication therapy was taken. The outcome reported is ongoing not resolving. Bilateral access was by percutaneous technique. There were no reported access site complications. Total procedure time was sixty-two (62) minutes. Anesthesia type was local. Eighty (80) milliliters of contrast were used. Estimated blood loss was one hundred (100) milliliters. No transfusion was necessary. No additional procedures were performed either prior to or after introduction of the bifurcate. Images were saved. Deployment of the stent graft was successful and at the intended location. Additional information received indicated that the endoleak is a type 1a (one a). The event is ongoing/not resolving. Observation continues. No intervention has been performed. The patient was discharged five days after the index procedure. Additionally, it was noted that there was an unintentional closure of an accessory renal artery during the study index procedure. The event was not a serious adverse event, and mild in severity. The event had a probable relationship to the device and a highly probable relationship to the procedure. No intervention was performed/no action taken. The outcome was ongoing but resolving. The patient was found to have a type ii endoleak at the one month follow-up. No secondary aaa intervention was performed. Additional information was received approximately 1 month and 4 days after the index procedure, it was reported that the patient had aneurysmal enlargement that was moderate in severity. The event was determined to be highly probable to the index procedure and unlikely related to the device. No medication therapy was taken. The aneurysmal enlargement was treated with a coiling ami (inferior mesenteric artery) and the event was resolved on three years and nine months later. The product was not returned for analysis. A product history record (phr) review of lot 17278047 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿aneurysm enlargement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel and patient characteristics of a previously reported endoleak type ii may have contributed to the reported event. Type ii endoleaks account for approximately 40% of all endoleaks encountered in clinical practice and are the most common. They occur when there is retrograde flow of blood into the aneurysm sac via an excluded aortic branch, most commonly the inferior mesenteric artery or a lumbar artery. Many type ii endoleaks close spontaneously over time. As such at many institutions these leaks are not treated immediately; watchful waiting is employed and if the leak persists it is treated by embolizing the branch vessel. There is a complete seal around the graft attachment zones so the complications are not directly related to the graft itself. Type 2 endoleak occurs in up to 20% of patients after endovascular aneurysm repair (evar). Type ii endoleaks tend to be benign in nature, carrying little, if any, potential for aneurysm enlargement and rupture. As such, most patients require follow up and observation only. In this case embolization was successfully completed. According to the safety information in the instructions for use ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.